Manufacturer narrative:
During troubleshooting, the customer removed the black fitting underneath the cap piercer and found the fitting was broken, cracked and leaking. Service was dispatched. The beckman field service engineer (fse) replaced the broken fitting. Fse also found the vacuum line from the cap piercer was bent which prevented the vacuum to aspirate fluid. Fse rerouted the vacuum line. Fse verified the vacuum and the cap piercer functioning to resume instrument operation. (B)(4).

Event description:
The customer reported an overflow of the cap piercer on their unicel dxc 600 pro synchron clinical chemistry system. The customer noticed the tubes that were pierced by the cap piercer have fluid on the top of the tubes and on the rack. The leaked fluid was about 5 milliliters (ml) of 1% wash concentrate and 99% deionized water. The fluid was contained within the instrument. The operator wore a lab coat and gloves while cleaning the fluid. No one touched the fluid. No one was hurt. No erroneous results were generated.